Manufacturer narrative:
The reported lot#s 2276076 and 2225150 were not found for the reported catalog # 381223. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ peripheral IV cannulas with bd vialon¿ biomaterial leaked during use cautiously reported as serious injury. This complaint was created to capture the 2nd of 2 related reportable incidents. The following information was provided by the initial reporter. Translated from french: "the different departments reported a venitis, diffusion or leakage problem the day after the catheter was posted 3 different catheters involved. Patient care: catheter diffused over hand, induration, venitis.

Event description:
No additional information.

Manufacturer narrative:
As neither a confirmed material number nor lot number was available for these incidents, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Although pictures were provided, they did not provide imaging of the product in question for analysis to possibly determine a manufacturing related cause. Based on the limited investigation results, an exact cause for the reported incidents could not be determined. Examination of the product or lot involved in this incident may provide clarification for the cause of this reported failure. Complaints received for this product and defect will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.